Event description:
It was reported that the pt underwent a sling procedure in 2001. Post operatively the pt complained of lower abdominal pain. The pain persisted and the pt was spotting blood off and on. The physician examined the pt and noted that a piece of the mesh had eroded into the urethra. The mesh was trimmed in 2002 with the pt under spinal anesthesia. The pt no longer has extreme pain but remains tender and uncomfortable. Two ultrasounds have been performed but nothing has been identified which can explain the pain.